Manufacturer narrative:
From 08-feb-2017 product investigation results: reporter returned one electric toothbrush and one refill, plus charger on (B)(6) 2017. Toothbrush head used with the suspect product confirmed to be counterfeit.

Event description:
Drew blood - mouth [mouth haemorrhage]; hurt - face [face injury]; (hurt his face and) marked it - skin [skin disorder]; metal part hurt his face and marked it [injury associated with device]; brush came off head while in use / head came clean off, left the metal pin visible [device breakage]. Case description: a store reported via letter on (B)(6) 2017 that a male consumer of unspecified age was brushing his teeth with an oral-b power rechargeable toothbrush handle pro cross action (type 3756), and when he pulled the brush out of his mouth the brush of the oral-b brushhead, version unknown came off the head and stayed in the consumer's mouth. It was noted that the metal part hurt his face and marked it. The case outcome was unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up phone call: the consumer reported that the brush head came "clean off", leaving the metal pin visible. He described that the head was in his mouth and he drew blood with it. He stated that he thought that this was the original brush head that came with his toothbrush. The case outcome remained unknown. No further information was provided. On (B)(6) 2017: the suspect product in this case was used with a toothbrush head that was confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Drew blood - mouth [mouth haemorrhage]. Hurt - face [face injury]. (Hurt his face and) marked it - skin [skin disorder]. Metal part hurt his face and marked it [injury associated with device]. Brush came off head while in use / head came clean off, left the metal pin visible [device breakage]. Case description: a store reported via letter on (B)(6) 2017 that a male consumer of unspecified age was brushing his teeth with an oral-b power rechargeable toothbrush handle pro cross action (type 3756), and when he pulled the brush out of his mouth the brush of the oral-b brushhead, version unknown came off the head and stayed in the consumer's mouth. It was noted that the metal part hurt his face and marked it. The case outcome was unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up phone call: the consumer reported that the brush head came "clean off", leaving the metal pin visible. He described that the head was in his mouth and he drew blood with it. He stated that he thought that this was the original brush head that came with his toothbrush. The case outcome remained unknown. No further information was provided.